Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported a patient issue that occurred during a procedure when using a solero applicator. A solero applicator passed the initial test with no issue. The applicator was placed in lung with no difficulty, and the unit was set at 2m for 140w. Within the first minute of ablating, the "coolant high temperature" error message displayed, causing the coolant to over heated and the machine to freeze up. Leaving the applicator still in place, the unit was powered off and restarted. A new applicator was tested and then inserted into the patient next to the already placed applicator, through a slightly more difficult path but crossing at the emitter/target lesion. The procedure was completed with the fourth needle with no malfunctions occurring, however, the patient had additional lung bleeding, and developed a pneumothorax immediately while on the table. A chest drain was placed for treatment of the pneumothorax. The status of the patient regarding his event is the patient had recovered and was discharged home.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of patient presented with a pneumothorax cannot be confirmed given the patient centric nature of this serious adverse event. There was no report of probe malfunction for this fourth probe that was used to complete the treatment of the lesion in the lung. The three (3) previous probes used during this procedure that exhibited coolant/warm warning messages were returned and no manufacturing non-conformance or functional issues were observed during probe evaluations (reference (B)(4)). A pneumothorax is not uncommon when performing microwave ablation of lung tissue. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).